Event description:
A pt reported they could have been under or over dosing themselves. Their fasttake meter allegedly had a discolored display. The result on their meter was 97 mg/dl. The result on the backup meter was 136 mg/dl. The time difference between pt's meter and back-up meter was unknown. Not treated. No further info has been reported.